Event description:
Additional information was received that the device was reprogrammed after additional instances of post-paced t-wave oversensing (pptwos). There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator exhibited post-paced t wave oversensing. No interventions was performed. There were no patient consequences.